Event description:
The patient couldn't feel his right leg and stated it hurt underneath his stimulator. He didn't know if it was red or swollen because he couldn't see it. He stated he was hospitalized for 4 days for it. The patient stated he did not fall or do anything different. The patient was at home and reported his status as "fair". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.